Event description:
The customer reported that the system had an intermittent loss of live images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and the ps2 power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.